Manufacturer narrative:
.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent migrated on the stent delivery system. The 90% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The physician attempted to advance the 3.50x24mm taxus express2 drug eluting stent (des) to the target lesion, but was unable to cross the lesion. It was noticed that the stent migrated on the stent delivery system (sds) due to the physician's attempts to cross the lesion with the device. The sds with the stent were successfully removed from the patient's body and another of the same device was used to successfully complete the procedure. No patient complications were reported with the patient's current condition listed as "good".